Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the proximal left anterior descending coronary artery. The patient presented with a non-st elevated myocardial infarction. An unspecified 6f sheath and non-abbott guide catheter were used with a non-abbott guide wire and a non-abbott atherectomy catheter. Unspecified 2.5x12mm and 3x12mm nc balloons were used for pre-dilatation, and a 2.5x38mm non-abbott stent was used but failed to cross. After further dilatation using the 3x12 nc balloon, a perforation was noted, so the same balloon was used as treatment. The patient became hypotensive and bradycardic, so pericardiocentesis was performed. The graftmaster was quickly prepped and inserted. It was during the failure to cross attempts that they realized the perforation was already sealed from the previous balloon treatment. The graftmaster was removed without issue. The patient was then sent to surgery as thrombus, unrelated to the graftmaster, was noted but with good flow, and there were other procedural complications. An unspecified intra-aortic balloon pump was used with an 8f sheath. In the opinion of the physician, the use of this graftmaster did not cause or contribute to complications or adverse events in any way. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.